Event description:
It was reported that during a low anterior bowel resection procedure, the device cut, but did not staple. The procedure was lengthened by 1.5 hours requiring the surgeon to suture the bowel together. Completed successfully. The device is being held by the hospital and they will not be returning it at this time.

Manufacturer narrative:
(B)(4). Disengaged drive links. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. After the device was functionally tested, the drivers and knife got jammed due to the dry body fluids. In attempt to unjam the mechanism, the driver links were damaged. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Account will not release device.